Event description:
It was reported that during an endovascular procedure, physician used the subject guidewire to track the non-stryker balloon in the patient with moderately tortuous vascular anatomy. While torquing the subject guidewire to go into the distal anatomy the tip of the subject guidewire broke. It was removed along with the non-stryker balloon. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure, physician used the subject guidewire to track the non-stryker balloon in the patient with moderately tortuous vascular anatomy. While torqueing the subject guidewire to go into the distal anatomy the tip of the subject guidewire broke. It was removed along with the non-stryker balloon. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, a non-stryker balloon catheter was used in conjunction with the subject device, and the patient's anatomy was moderately tortuous. The broken wire was able to be removed along with the balloon. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this event of guidewire distal tip broken/fractured during use.